Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user reported an issue with a 14cm solero applicator. While testing the applicator during preparation, the tip of the applicator, reportedly, "blew off." This occurred during testing, at 140w for one minute, while the applicator was fully submerged in saline. There was no report of seeing light, sparking or smoking prior to the tip detaching. The following procedure was completed with another same device and the patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident. The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress.

Manufacturer narrative:
Returned for evaluation was one 14cm probe. As received,a partial ceramic tip was returned with the probe shaft. A piece consisting of the ceramic sleeve, copper washer and the distal portion of the copper center conductor was sent back taped to a piece of clear plastic. Since this happened during the initial test outside the patient, the loaction of the missing tip end is unknown. The center conductor protruding from the ceramic sleeve is rounded as if it was melted. On the shaft piece there is melted copper attached to the end of the semi-rigid outer jacket and also evident inside. The center conductor is not visible inside the shaft. This appears to be a thermal event that melted the center conductor, broke or loosened the ceramic tip allowed the tip components to detached the customer's reported complaint description of tip detached is confirmed as probe sample was returned with ceramic tip separated from probe shaft. The root cause for the thermal event/tip detachment could not be definitively determined. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).